Event description:
It was reported the device was explanted due to eri (elective replacement indicator) behavior and then erratic pacing post eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The analyst noted that the sigma pace document was inadvertently missed during preliminary testing. Device has gone through functional testing making retrieval of device received state not possible.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.